Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, an increase in capture threshold and pacing lead impedance was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed insulation damage of the rv lead. The rv lead was capped and replaced. The patient was stable.